Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature which discriminates between rapid and gradual onset of fast ventricular rhythms inappropriately withheld defibrillation therapy for an episode of ventricular tachycardia (vt) that the device classified as supra ventricular tachycardia (svt). The crt-d remains in use. No further patient complications have been reported as a result of this event.